Manufacturer narrative:
The user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the fill tubing sequence. Multiple cartridge changes were performed and the issue continued. A cartridge change was performed resolving the issue. Customer's blood glucose level was 152 mg/dl. Reportedly, the customer was using fiasp insulin within cartridges.